Event description:
It was reported that stent dislodgment occurred. A 3.00x8mm promus premier¿ stent advanced to treat the lesion; however, the stent came off the balloon. The physician then deployed another stent to crush the dislodge stent against the sidewall of the vessel and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).